Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, f ollowing medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician intended to use the evercross in the proximal right iliac. It is reported that the balloon burst at 6 atm's. It was removed in tact without any patient complication. Evaluation summary: the evercross 0.035in otw pta dilatation catheter was received for evaluation without any ancillary devices or cine images from the procedure. The evercross was returned in a post inflated statewith sanguine material on the exterior of the device and in the inflation port of the y-manifold. An air filled 10cc syringe was attached to the proximal hub luer lock and air was able to pass through the lumen. A 10cc water filled syringe was attached to the proximal hub luer lock and a steady stream of clear fluid was observed exiting the distal tip of the device. A 0.035im test guidewire was able to be loaded through the distal tip with ease. A water filled syringe was attached to the balloon luer lock on the y-manifold and the balloon was prepped for inflation. The balloon was inflated using a 10cc water filled syringe and a pinhole leak was observ ed in the distal third of the balloon chamber.